Event description:
An extracorporeal membrane oxygenation (ECMO) application specialist reported to fresenius that a patient on ECMO support experienced blood loss due to air entrainment in the venous limb of an xlung kit. The patient was placed on veno-arterial ECMO support following sepsis and an exacerbation of preexisting heart failure. It was explained the patient¿s sepsis was related to shoulder surgery one month prior to this event. It was further explained the patient was in respiratory failure as a result of their comorbidities during this intensive care unit (ICU) admission and they required ECMO support when mechanical ventilation failed to adequately oxygenate the patient. Upon initiation of ECMO support, a large amount of air became entrained into the venous limb of the xlung kit due to unknown circumstances. The ECMO team did not see any obvious breaks or loose connections in the patient circuit or oxygenator. Both the venous limb and arterial limb of the xlung kit were clamped when air was noted. It was reported only a small amount of air entered the oxygenator while the application specialist attempted to purge the air via syringe aspiration. It was affirmed no air entered the arterial limb of the circuit and never reached the patient before the application specialist clamped both limbs. The device and oxygenator were exchanged for a centrimag cardiac bypass device (not a fresenius/ xenios product). The patient continued on cardiac bypass support with the competitor's product until they expired approximately one hour later due to sepsis, heart failure, and cardiogenic shock. The patient¿s death was determined to be unrelated to the air entrainment event as the patient¿s vital signs and health status remained wholly unchanged throughout this incident and device exchange. The patient experienced minimal blood loss (exact amount not reported) that did not require fluid transfusion during the device exchange as the patient¿s blood never flowed through the entirety of the xlung kit circuit before discontinuation. The xlung kit was reported to be available for evaluation.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: although a sample was reported to be available for evaluation, to date no sample has been received. It is unknown what caused the air entrainment into the system, and therefore no retained sample was tested. A review of the batch documentation was performed. No deviations related to the failure pattern were found in the manufacturing documentation. There were four quality events (qes) for the batch; however, none of the qes were related to the failure pattern at hand. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Based on the available information, a cause for the reported issue could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it was confirmed the patient¿s death due to sepsis and heart failure was not due to a deficiency or malfunction of any fresenius/ xenios product(s) or device(s). Additionally, it was confirmed the patient did not experience a serious injury or require medical intervention beyond ongoing ECMO and cardiac bypass support as a result of the air entrainment event or device exchange.

Event description:
An extracorporeal membrane oxygenation (ECMO) application specialist reported to fresenius that a patient on ECMO support experienced blood loss due to air entrainment in the venous limb of an xlung kit. The patient was placed on veno-arterial ECMO support following sepsis and an exacerbation of preexisting heart failure. It was explained the patient¿s sepsis was related to shoulder surgery one month prior to this event. It was further explained the patient was in respiratory failure as a result of their comorbidities during this intensive care unit (ICU) admission and they required ECMO support when mechanical ventilation failed to adequately oxygenate the patient. Upon initiation of ECMO support, a large amount of air became entrained into the venous limb of the xlung kit due to unknown circumstances. The ECMO team did not see any obvious breaks or loose connections in the patient circuit or oxygenator. Both the venous limb and arterial limb of the xlung kit were clamped when air was noted. It was reported only a small amount of air entered the oxygenator while the application specialist attempted to purge the air via syringe aspiration. It was affirmed no air entered the arterial limb of the circuit and never reached the patient before the application specialist clamped both limbs. The device and oxygenator were exchanged for a centrimag cardiac bypass device (not a fresenius/ xenios product). The patient continued on cardiac bypass support with the competitor's product until they expired approximately one hour later due to sepsis, heart failure, and cardiogenic shock. The patient¿s death was determined to be unrelated to the air entrainment event as the patient¿s vital signs and health status remained wholly unchanged throughout this incident and device exchange. The patient experienced minimal blood loss (exact amount not reported) that did not require fluid transfusion during the device exchange as the patient¿s blood never flowed through the entirety of the xlung kit circuit before discontinuation. The xlung kit was reported to be available for evaluation.